Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the promus element, mr, ous 2.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent showed overlapping and bunching to proximal struts 1 - 3. The following struts up to approximately strut #07 showed signed of slight stretching and were lifting from the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The eccentric target lesion was located in the mildly calcified, 2.75mm in diameter left anterior descending (lad) artery. A 2.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another 2.50x38mm promus element long drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.